Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bogus cubie pocket failed. The technical support specialist dialed into the station to verify the bogus pocket. After obtaining the drawer and pocket information, then ran the script to validate the duplicate pocket and subsequently ran the script from eft to remove the duplicate pocket. As a result, there were no bogus notices at the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bogus cubie pocket failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.